Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B)(6), female patient, the device shut off inappropriately, the device then rebooted and operated to specification. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.